Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a driver tip broke during a posterior cervical revision procedure. It was reported that while the doctor was in the process of torquing down a set screw, the driver tip broke. This occurred during the last set screw in a case. The doctor switched to the other driver in the set to complete the procedure.

Manufacturer narrative:
The returned driver was examined. The tip had fractured off; the complaint was confirmed. A review of the manufacturing records did not identify any nonconformances which would have contributed to this event. This issue is being further investigated via CAPA. There was no patient or user harm or injury, adverse event, or surgical delay associated with this event.